Event description:
It is reported that the pt is experiencing pain.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary: review of surgical reports provided indicates surgical technique was followed. No x-rays were received, so there can be no verification that the components were implanted with the correct fit and orientation. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of product or further info. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs.